Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿capsular contracture, grade 3¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "preventative replacement" and ¿capsular contracture, grade 3¿.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, grade 3¿ against right side device. Device has been explanted.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, grade 3¿ against right side device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device additional observations: observed deformation in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "preventative replacement" and ¿capsular contracture, baker grade iii¿ against right side device. Device has been explanted.